Manufacturer narrative:
Minor scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked. (B)(4).

Event description:
It was reported the customer had cosmetic damage to their insulin pump. The customer's mother reported there was a big piece of plastic missing from the battery compartment. The mother also stated the threads of the battery compartment can be seen. It was also found the customer had scratches on the insulin pump's screen, but they were still able to read the screen. The customer's blood glucose was unknown. Customer was advised to disconnect from their insulin pump and revert to a back-up plan. No additional information provided.